Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) has not been returned for analysis, however, the return is anticipated. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a non-medtronic balloon was used to post dilate the valve due to mild-moderate paravalvular leak (pvl). While removing the balloon, the balloon caught on the valve and pulled the valve out of the annulus. The patient was surgically opened to replace the valve with a non-medtronic valve. The patient's heart did not respond once taken off the pump and subsequently died. The cause of death is unknown.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was received in a white biohazard bucket inside a hospital specimen jar, no solution was present. The tissue was observed to be wrinkled, evidence that the device had been in the crimped position for an unknown amount of time. The valve was discolored, showing evidence of blood contact. All leaflets were in the open position. All leaflets were stiff and desiccated. The leaflets and valve tissue showed signs of thinning and imprinting as described in the post recapture document. All commissures were intact. There was no evidence of distortion of damage to the frame. The valve was placed in warm water and there was no change in the configuration of the valve and frame. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak could be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. The root cause for the leak was not determined. A post dilatation was performed, and the balloon caught on the valve and pulled the valve out of the annulus. Dislodge events were not related to a device malfunction. The report of patient death post-implant and explant did not provide a specific cause. No autopsy was performed. A relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death. It was reported by the physician and staff ¿that by no means blame the valve for this incident. This was related to the balloon pulling the valve out.¿ per the laboratory analysis there was no information to suggest a device quality deficiency or malfunction related to this event. No conclusive root cause or conclusion could be drawn. If information is provided in the future, a supplemental report will be issued.